Event description:
Additional information was received and stated that after investigation, the patient was a 63-year-old woman who underwent right hip arthroplasty at (B)(6) on (B)(6) 2025 due to "arthritis". During the surgery, the ceramic liner (121882750) was broken when it was implanted. The surgeon immediately removed all the fragments and replaced the spare liner to continue the surgery (the specific process was unknown). During this period, the surgery time was extended for 5-10 minutes. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for the prolonged operation time. The patient was in stable condition currently. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that the ceramic liner broke during surgery, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The surgery delayed for about 10 minutes. The patient was in stable condition now. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4). The photo investigation revealed that the delta cer insert 32id x 50od has fractured in multiple pieces. Additionally the implant presents some remnants of organic material. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 50od product code: 121882750 lot number: 4439324 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 50od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: a manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 50od product code: 121882750 lot number: 4439324 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 50od product code: 121882750 lot number: 4439324 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: b5.

Event description:
It was reported that the ceramic liner broke during right hip arthroplasty. The surgeon immediately removed all the fragments and replaced the spare liner to continue the surgery changed another liner to complete the surgery. The surgery delayed for about 10 minutes. The patient was in stable condition now.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.